Event description:
It was reported, during preparation for use of an unspecified diagnostic procedure the subject device had bad image quality and there was a multi-color distorted image when the camera was plugged in. No patient harm reported.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: the connector tip was smashed and the cable was cut. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the multi-color distorted image issue was, due to a faulty cable. The most probable cause of the complaint is traced to component failure. Which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for use of an unspecified diagnostic procedure. The subject device had bad image quality. And there was a multi-color distorted image, when the camera was plugged in. No patient harm reported.